Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Additional information: the customer returned the actual sample for evaluation. A visual inspection was performed and revealed that the collar of the luer lock (luer ring) had stepped back along the tubing. Close visual inspection revealed that the collar had a crack. No further testing could be performed. Based on similar issues, it is to be stated that once the luer lock has been rotated and activated, the rotary component is locked in the forward position and this then provides an automatic eject feature on disconnection. If the luer lock is not rotated until it is activated, the self ejecting feature will not work which might make the luer lock more difficult to disconnect. The root cause of the reported condition was undetermined. Baxter shall keep monitoring these events during quality reviews. A batch review was performed on the reported lot with no deviations found.

Event description:
The customer reported to baxter (B)(4) regarding a baxter dehp free solution administration set that was impossible to disconnect. The mobil luer ring separated from the luer lock and the male luer stay blocked in the catheter. There is no clinical consequences reported. No additional information is available.